Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the units screen flashed and the system rebooted. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse confirmed error code 115 in the fault logs. The fse replaced the executive processor pcb per the service manual. The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by technician of the maquet national repair center (nrc) wayne, nj. The nrc received an executive processor board with a reported the unit display an error code 115, screen flashed and system rebooted. Performed visual inspection of the executive processor board per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the executive processor board into nrc iabp cardiosave test fixture for testing of the reported problem. Performed and tested the executive processor board in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit display an error code 115, screen flashed and system rebooted. The nrc is unable to replicate the failure experienced by the customer. Sending the part to the supplier for further failure analysis as per procedure. The following was input by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. Fat received part back from the supplier. The supplier stated they replaced components r288, r125, r108, r264, t1, t3. They didn't specify a root cause for the issue. This investigation is now complete.

Event description:
N/a.